Manufacturer narrative:
The device is expected to be returned to the manufacturer for further investigation but has not yet been received.

Event description:
It was reported that the plum 360 was found to have exposed wiring in an unknown location of the pump. There was no patient involvement reported. No additional information is known at this time.

Manufacturer narrative:
The complaint of the pump exposed wire was duplicated for the device received by the manufacturer on 8/9/2019. The power cord was replaced to resolve the issue. (B)(6). Device available for evaluation: yes